Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. It was reported that while the doctor was deploying the band, the third & fourth bands misfired premature deployment subject of this report. The prematurely deployed bands remained inside the patient¿s body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the information provided indicated that the device was being used with a pentax eg 27-i10 slim gastroscope. Research of the scope found that the distal end of the pentax eg 27-i10 scope measures 9.2 mm which is smaller than the minimum recommended endoscope diameter of the device. The mbl-6 device is recommended for use with endoscopes with a distal end diameter of 9.5 - 13mm as indicated on the product label. Use of this device with an incompatible endoscope is the most likely cause of the reported issue. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: the information provided indicated that the device was being used with an incompatible scope. Use of this device with an incompatible endoscope is the most likely cause of the reported issue, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.